Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. The event history log was able to verify the reported problem. Functional testing was able to determine that the defective mainboard and speaker were the root causes. The main board and speaker were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an auxiliary control unit watchdog error, along with a power on self test primary audible alarm, system failure, and base not responding issue. The event occurred during power on.